Manufacturer narrative:
The device history record for lot 20036122 was reviewed and the product was produced according to product specifications. The sample is reported to be available, but has not yet been received by the manufacturer. Root cause could not be determined. All information reasonably known as of 12 mar 2021 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical inc. Complaint database and identified as complaint (B)(4).

Event description:
Avanos medical inc. Received a single report that referenced two different incidences, which were associated with separate units, involving the same patient. This is the first of two reports. Refer to 2026095-2021-00045 for the second report .fill volume: 95 ml. Flow rate: 2 ml/hr. Procedure: chemotherapy infusion. Cathplace: unknown. Infusion start time: unknown. Infusion stop time: unknown. It was reported that the pump infused one day early. No patient harm was reported.